Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate due to a ¿static¿ number being displayed. The customer went to the emergency room (ER) due to an elevated blood glucose level that ranged from 458 mg/dl to greater than 600 mg/dl. Customer was treated with intravenous fluids of morphine, and received two does of zofran, and consumed food and water and released from the ER on (B)(6) 2021. Reportedly, customer continued to use the pump for insulin therapy.